Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device motor has strong vibrations, hose broken and bearings worn. The device was repaired and returned to customer on 4/18/2013.

Event description:
Device was returned for service. During service, technician indicated the hose was broken and the motor had strong vibrations. This is report 1 of 1 for (B)(4).